Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported stent damage was confirmed. The reported failure to advance and difficulty removing could not be confirmed as it was based on case circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported difficulties appear to be due to case circumstances. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with no tortuosity and mild calcification in the left renal artery. The herculink elite could not cross the lesion due to the anatomy. During removal of the device from the patients anatomy, the proximal stent struts hit the entrance of the guiding catheter and got bent. The herculink and guiding catheter were removed together as a single unit successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.